Manufacturer narrative:
(B)(4). We are in the process of obtaining further information from the customer regarding the reported event. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an rd1300 neopuff t-piece circuit was found leaking gas during setup. There was no patient involvement.